Manufacturer narrative:
Device manufacture date: july 22, 2021 - july 26, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed showed small droplets of fluid located inside the housing. The reported condition was verified. The cause of the condition could not be determined; however, the potential cause would be the result of damage, improper solvent bonding, or product misuse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked from unspecified locations. This was discovered at the pharmacy. The products were still sealed in the original packaging. The devices were filled with fluorouracil in 5% glucose. There was no patient involvement. No additional information is available.